Event description:
Related manufacturer reference number: 2017865-2021-37356, related manufacturer reference number: 2017865-2021-37358. It was reported that device interrogation revealed the implantable cardioverter-defibrillator (ICD) and the right atrial (ra) lead exhibited noise oversensing and inappropriate automatic mode-switch (ams) episodes on (B)(6) 2019. Programming changes were made. Upon review of remote transmission from (B)(6) 2020, it was observed that the ICD and right ventricular (rv) lead exhibited noise from electromagnetic interference (emi). No programming changes were made. The patient received no inappropriate therapy due to oversensing. The patient was discharged.